Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Updated fields: d8 and h4 - device mfg date. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
No additonal customer information.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had a foreign object stuck in the biopsy channel and was manually cleaned without success. The issue occurred during an unspecified diagnostic procedure. The procedure was completed using the same device and there were no reports of delays or patient harm.